Event description:
When preparing to use fuhrman pleural and pneumopericardial drainage set, it was noted that the guidewire, had a wire burr extending through the rubber coating. Product was not used on pt after noticing defect.